Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure through a rotarex device. After manual flushing, the catheter was advanced into the patient. Upon traversing the lesion and attempting to withdraw the catheter, the tip remained immobile. Upon catheter retrieve, it was discovered that the tip and part of the helix remained inside the vessel. Using retrieval device, it took nearly an hour to extract the tip from the vessel. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. After manual flushing, the catheter was advanced into the patient. Upon traversing the lesion and attempting to withdraw the catheter, the tip remained immobile. Upon catheter retrieve, it was discovered that the tip and part of the helix remained inside the vessel. Using retrieval forceps, it took nearly an hour to extract the tip from the vessel. The procedure was completed using another device. The patient condition is unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was not returned for evaluation, and a physical investigation was not performed on the catheter. A physical investigation was not possible due to no physical sample was received. The user report and the provided images contain information regarding catheter detachment of device or device component. After review of the provided images helix break has been observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.